Event description:
It was reported that the pcu powered off when it started to infuse to a patient in the pediatric ICU. The facility's biomed stated the device event log showed an error code of 120.4610.

Manufacturer narrative:
The customers stated issue of ¿pcu powered off with error code 120.4610¿ was confirmed. Physical inspection noted the device to be in good condition. There were no signs of fluid ingress within the front and rear cases. There were no cracks or broken parts and the battery appeared to be in good condition. Review of the logs confirmed that the 120.4610 system error had occurred; however, the infusions did not shutdown from the system error but had been manually stopped by user actions. Functional testing consisting of test infusions and varying input ac voltage performed on the pcu found the device operating in specification. The root cause of the customer¿s report was not identified. However, it is suspected that the incident was the result of an input voltage sag.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the pcu powered off when it started to infuse to a patient in the pediatric ICU. The facility's biomed stated the device event log showed an error code of 120.4610.